Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental will be submitted when the product evaluation is complete. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during the introduction of the metallic guidewire, it got stuck. When the physician started to pull it out, the guidewire started to shred. The physician had to cut it to pull it off. No patient complications or injury were reported.

Manufacturer narrative:
It was reported in error that an investigation into root cause would be opened. The complaint of "during the introduction of the metallic guidewire, it got stuck. When the physician started to pull it out, the guidewire started to shred" was confirmed; however, there are no indications that this is related to the manufacturing process. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. As stated in the product IFU, the guidewire should never be forced. If difficulty is met during insertion of the guidewire, completely withdraw the guidewire and re-attempt insertion.

Manufacturer narrative:
We received one - double lumen 7f 20cm multimed catheter with a damaged guidewire, dilator, guidewire holder, suture loop, box clamp and also two injection site connectors for examination. Evaluation of the guidewire found it to be cut or broken in two places. The first is proximal of the "j" tip end of the wire. The second is proximal of the first making it around the 38cm area of the wire. The weld is also broken on the straight end of the wire and the inner wire has been pulled almost out of the outer coil wire. It appeared the wire became stuck in the dilator tip damaging the dilator tip and when pulled, it broke the weld on the straight tip end. The coils distal of the 11cm location are still coiled tight and do not appear damaged but proximal of the 10cm location the outer coils have been stretched or uncoiled over a 27cm area. There is fibrous material stuck to the outer coils of the guidewire at the 10cm area on the "j" tip end. The catheter was examined and found to be in good condition. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.